Event description:
Customer reported system intermittently will not boot. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and reset the configuration software and replaced the auxilliary interface board. System operates as intended.